Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable was damaged and unable to charge the pump. Customer reported the pump is able to be successfully charged using a different usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer. Follow up with the customer confirmed that the pump was able to be successfully charged using the replacement usb cable.